Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Evaluation observed and found that the pump passed all of the required testing, and the pump audio was found to be functioned normally and the pump volume was set at low, and the pump was also tested for the flow accuracy testing at the flow rate of 125ml/hr with the volume to be infused (vtbi) of 125ml on three different test runs and all of the testing passed the flow rate accuracy testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction needed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during infusion of levophed (dose, programmed amount and delivery rate unknown) with a spectrum iq pump in the intensive care unit, the patient experienced hypotension. The pump alarmed "infusion complete" and the levophed drip stopped infusing resulting in a drop in blood pressure to 57/31 (40). Medical intervention and patient outcome were not reported. No additional information is available.